Manufacturer narrative:
The fse evaluated the device on site and determined this was a malfunction of the power module. The fse replaced the power module resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating the device showed error during boot up. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6) a follow up report will be submitted upon completion of the investigation.